Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. The rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests could not be performed or the motor position encoder error alarm verified due to constant motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's employee reported via phone call that the insulin pump alarmed motor error and motor position encoder error during fixed prime. The blood glucose at the time of the incident was unknown. The customer was able to remind the device. Troubleshooting was performed. The device was returned for analysis.